Event description:
Surgeon reports last december 7-8 pts complained of pain and flare around incision at 1 week post-operative cataract surgery. In march 1 pt experienced endophthalmitis. No other info has been supplied.